Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of incident and 404 mg/dl. The customer was treated with 3 units of correction bolus. Troubleshooting was not performed. The insulin pump will not be returned for analysis and the sensor will be returned for analysis.